Event description:
It was reported that, during an ukr surgery, after placing the tibial implant in, the physician fractured the implant down the middle when using a mallet to strike the tibia impactor. The fracture line stopped at tibia checkpoint pin. Two cannulated screws were placed to internally fixate tibia. X-rays images were taken to confirm the correction. The surgery was resumed by reconfirming sizing of the tibia and cementing the implants into place. Surgery was delayed about 30-40 min. The patient outcome is unknown.

Manufacturer narrative:
H10: the device, used in treatment, was not returned for a prior investigation. However, case log files and screenshots were returned for review. The customer reported that there was a tibial plateau fracture during placement. There was no part/serial/lot number provided for DHR review so it could not be concluded if the device met the manufacturing specifications. A complaint history review did not identify similar reports. This failure mode is identified within the risk assessment. The stride unicondylar knee system surgical technique, manual instrumentation, and product specifications provides instruction for usage of the tibia impactor. The initial visual/functional investigation found that: based on a conversation the clinical representative had with the surgeon, the surgeon didn't notice any soft bone or osteoporosis. He believed he may have used the rasp too much on the posterior portion of tibia, and caused what he called a ridge- where the rasping did not create a smooth base for implant. When he impacted it, he thinks the unevenness caused a crack. The "ridge" left at the anterior portion of the tibial plateau would cause a concentrated force to be applied to the anterior portion of the tibia as opposed to distributing the impact force across the entire plateau. The probable cause of the issue was user error. A relationship between the device and the reported event could not be established. Per complaint details, after the surgeon "used a mallet to strike the tibia impactor", it was noted that "the tibial plateau fractured down the middle..." Stopping at tibial checkpoint pin". Reportedly the "surgeon expressed out loud that he believed he had hit the impactor too hard" which indicates a procedure complication and does not represent a device malfunction. Per the field report, "2 cannulated screws were placed to internally fixate tibia" which was confirmed via x-ray and resulted in a 30-40 minute surgical extension. Based on the information provided, the patient impact beyond the reported fracture, subsequent reduction, and the reported 30-40 minute surgical extension could not be definitively determined; although a higher risk of post-op tka complications could not be ruled out. No further medical assessment is warranted at this time.